Manufacturer narrative:
(B)(6) the device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event involved a plum duo. It was reported that the product has touch screen issues. At the start of the operative case, the patient was placed on low-dose norepinephrine and vasopressin infusion at the start and had a baseline narrow pulse pressure and systolic blood pressure (sbp) of 90s to100s. When his sbp began to decline to 70s to 80s, an attempt by the attending anesthesiologist to increase the norepinephrine rate were unsuccessful due to malfunction of the touch screen keypad on the pump. The screen failed to register the intended area, instead highlighting a different part of the screen, despite being powered on and brightly lit. While troubleshooting the pump, the patient experienced a brief decline in blood pressure, with readings as low as 58 slash 48 and 62 slash 50. Two bolus doses of norepinephrine were administered, and the norepinephrine infusion was promptly changed to a different ICU medical pump. There was no delay in pump exchange, as the patient had arrived to the or with an infusion pump from his admitting unit and adequate staff allowed the attending to bolus the patient while two anesthesiology fellows exchanged the pump. Patient is a black or african american. The type of event was adverse event and product problem. Outcome attributed to adverse event is required intervention to prevent permanent impairment or damage. The operator of the device was healthcare professional. The event occurred in the hospital. The event occurred during infusion. There were patient involvement and no patient harm.